Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 8mm amplatzer septal occluder (9-asd-008 lot #7017005) was selected for implant to close an asd in the patient. Upon deployment the left atrial disk was "cobra" maligned. The physician tried several different techniques to get the device to deploy but was unsuccessful. The device was resheathed and removed from the patient. The physician exchanged the device for a 8mm amplatzer septal occluder (9-asd-008 lot #7054723) and successfully closed the defect with no problem. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout the procedure.